Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Ested 7pcs retention samples of thread function, all results passed. Clog test was conducted on 7pcs retention samples. No failure was found. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 2 bd pn relion 31g x 6mm 3b tw needles were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter : the consumer reported that the pen needles clog and do not fit or attach.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pn relion 31g x 6mm 3b tw needles were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the pen needles clog and do not fit or attach.